Event description:
Blade broke during procedure.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, " the surgeon went to make the incision deeper, and the blade broke with very little stress on it doing a shoulder scope". It was reported the event occurred about 45 minutes into the procedure. It was reported that "we looked for it with the scope and removed the broken end with a needle holder. The pieces were all account for with no injury to staff or patient". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.